Event description:
The pt suddenly stopped responding to sound. Using the appropriate diagnostic equipment, it was determined that the device is not funtioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.